Manufacturer narrative:
Device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a undeliverable medication occurred with a pen ndl 29g 12.7mm 90 count. The following information was provided by the initial reporter, it was reported that her home visit doctor had 2 pen needles that would not express insulin out of the pen needle. Verbatim: item 320880 lot # 6348543 consumer feels the non patient end not fitting into the pen. Making it clog during injection. Yesterday took her home visit doctor 3 times to find a pen needle that would work with kwik pen. Consumer is home bound with house doctor visits. Has vision and hand issues. Not able to view the non patient end. Consumer mail order company is sending resupply to her today or tomorrow. Doctor is sending a script to her local pharmacy and called this consumer to inform. Discarded items. Consumer is reusing her pen needles. 1 of 2 complaints.